Event description:
The pt was revised because of infection from pneumonia, it was noted the pt had osteolysis and poly wear of the insert.

Manufacturer narrative:
Examination of the returned product confirms the reported wear. The exact root cause could not be determined, but third body debris may have been a contributing factor. It would not be unusual to find wear after approximately 10 years of implantation. The need for corrective action is not indicated. The product code is an obsolete item.